Event description:
The user facility reports the shunt had a hole in it. The shunt was placed in the patient and the physician discovered the hole prior to patient injury. The shunt was removed and replaced.